Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon placement if the labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report a pod that he placed before bed. When he placed the pod he was not sure he remembers feeling the needle insert. However the system continued through the process so he went to bed. The bg was 92 at the time of placement. When he woke up his bg was 266 upon inspection of the pod it did not look as if the cannula was inserted. When he removed the pod he placed it on a table and it was then that the cannula inserted. No further information was reported.